Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vertical gas break through on a thin or thick flap cut with a side cut that did not go to the surface during lasik flap creation. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During technical onsite visit after this report the field service engineer (fse) verified depth of cut as requested and performed ablation checks. The result were in specification. Multiple test cuts were measured and they were within tolerance. The root cause could be identified conclusively. No technical root cause is detectable according to the service request regarding the event. The manufacturer internal reference number is: (B)(4).